Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: pump boots to verify screen with audible and vibratory features. Pump was exercised with correct date/time for 24hrs. No eaw¿s occurred during testing. A bolus was performed; pump recorded correct time/date. An alarm was reproduced for testing purposes; pump recorded correct time/date in the alarm history. The pump history shows the time/date was set incorrectly causing the pump history to appear to be inaccurate. Unable to duplicate the complaint. There was no defect found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.